Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any defects. The device passed clear passage and underwater pressure testing. A simulated use test was then performed following the label copy; the device's spike was inserted into a solution container, the drip chamber was filled, the clamp was opened, all check valves were inverted and tapped to purge air, the set was primed, and the set was observed for issues. The device passed this test. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. The reporter stated that during priming of the set, a 0.9% sodium chloride solution bag (baxter product) was spiked with the set and the drip chamber was filled; however, when the roller clamp was opened the fluid did not flow through the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.